Manufacturer narrative:
As no lot number was provided, a ship history report was generated to determine the last 3 lots of h96560m7015321 shipped to the reporting hospital in the 6 months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical october 2014 complaint report was reviewed for the xcela PICC product family and the failure mode for "hub extension tubing detached." No adverse trends were indicated. Visual examination of the returned PICC showed that the extension tube with the blue clamp was confirmed to have a fracture at the molded luer-to-hub interface. The fracture was approx 1/2 of the circumference of the hub. The eval of the returned sample did not reveal any molding/mfg related non-conformance, ie, no sink marks, short shots or heat damage. The extension tubing was sectioned just distal from the hub fracture. Visual examination of this cross section does not show any abnormalities/thin spots, and was found to meet ID and od specs. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Mfg process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.

Event description:
As reported by hosp in (B)(6), the extension leg of an implanted PICC cracked at the hub. The pt had to have the PICC exchanged for a new one. No injury or complications to the pt occurred. The used PICC has been returned to navilyst medical.